Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set was kinked and discoloured on (B)(6) 2025. The infusion set was in use for two days. The patient blood glucose was high and was corrected with correction bolus via pump. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.